Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a mitral valve replacement was performed and this 27 mm sjm epic valve was implanted. In (B)(6) 2016, moderate mitral regurgitation was noted. The patient was to be monitored routinely. On (B)(6) 2016, a re-do mitral valve replacement was performed and during the procedure, a partial tear and prolapse of one of the cusps was noted. Another 27 mm sjm epic valve was implanted. Postoperatively, the patient was reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in cusps 1 and 2. There was fibrous pannus ingrowth on the inflow surface of cusp 2. All three cusps had thinning and loss of collagen fibers. Calcifications were observed in cusp 1. No inflammation was observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, tears or loss of collagen fibers were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.